Event description:
Upon preparing stapler and removing guard by st, the anvil and pin pieces fell apart from the stapler, lending it inoperable. The surgeon played with it afterwards just to see if it would fire, but there was not an anvil attached. He was just trying to figure out what went wrong (aside from the item totally falling apart).